Manufacturer narrative:
The complaint was generated in notivisa ((B)(6) health regulatory agency website). The device used is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
It was verified that the tip of the guide wire is with extravasation.